Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2wz0d, implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-oct-2025, UDI#: (B)(4), g2: country japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that low impedance abnormality. Patient's indication for use was intractable overactive bladder. During procedure, impedance measurement when implantable neurostimulator (ins) and lead were connected, all electrodes and cases combination was 500 or less, and all electrodes to electrodes combination was normal. After reconnection, only the no. 2 electrode and case showed 500 or less, and all others were normal. When re-measured in the ward, only the combination of electrodes 2 and 3 and the case changed to 500 or less. No cause known. The programmer for the patient's handover was used for communication, so data extraction was not possible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that no steps in particular has been taken. Unknown if issue was resolved.